Event description:
Contact reported that two mitek, linx fasteners broke during insertion in an acl procedure. Malfunction resulted in a delay of an hour and a half, and surgical intervention at the time of the event to remove the fasteners and complete the case. No patient injury has been reported as a result of this situation at this time. If this were to recur it would likely require similar intervention at the time of the event.